Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 275 mcg/day) via an implantable infusion pump. It was reported that the patient was hospitalized with sepsis due to a pump pocket abscess. Cultures were performed which were positive for methicillin resistant staph aureus. The sepsis was confirmed to be related to the pump. The devices were removed and the issue was resolved. No further complications were reported.